Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information cannot be requested as contact information has not been provided. Reason for reoperation: rupture, capsular contracture baker grade ii, and anxiety-product/procedure.

Event description:
Patient representative reported "capsular contracture grade ii in the left breast...rupture of the left breast implant and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted and replaced.